Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a nurse was performing a patient¿s third day of infusion, the nurse found a bd pegasus¿ safety closed IV catheter system broken on the left side of the patient¿s bed. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: a photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. The catheter in the photograph was broken however our investigators noted that the picture was taken at too great a distance to determine what caused the break. This coupled with the lack of a physical sample being provided to subject to testing, ultimately prevented our investigators from determining a root cause.